Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement identified shortly following implant, which was confirmed through evaluation of lead measurements and chest imaging. Lead measurements tested post operatively indicated elevated right ventricular threshold and low amplitude or poor morphology. The patient underwent a lead revision procedure during which a new rv lead was successfully implanted and positioned. The dislodged rv lead was extracted and discarded. No troubleshooting steps were reported prior to the procedure. The patient outcome was reported as expected to fully recover. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was not returned for analysis since was explanted and disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.